Event description:
Rep reported in a phone conversation that the certas valve and peritoneal bactiseal catheter worked perfectly. Surgeon used a stealth imaging system to assist in the placement of the bactiseal ventricular catheter into the frontal horn of the right lateral ventricle from the posterior approach. She expected to insert the catheter with the stealth probe approx 6cm, then remove the probe and insert the catheter another 3-4cm to get the tip into the frontal horn. Each time she tried, the csf that drained would be pink/bloody instead of clear. During the case she assumed it was an issue with the stealth imaging system but after the case, she began to theorize that the missile-shaped catheter tip had pierced the septum pellucidum (and possibly other brain tissue) instead of following the curve of the lateral ventricle, causing the discolored csf. She further theorized that a switch back to a standard catheter with a more rounded tip would result in a more positive outcome. She used such a catheter in the next case and had no further issues.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.